Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone13.1 cgm sensor type: data not available

Event description:
The patient's mother reported the patient's blood glucose level rose between 250 mg/dl and 300 mg/dl while wearing the pod between 4 and 24 hours. The patient's mother mentioned when they removed the tab from the cannula and adhesive covering, they felt drops of insulin prior to applying the pod to the abdomen. The patient's mother noted they were unaware this was a sign of leakage. As a result, the adhesive was not sticking well to the patient's skin and the cannula was dislodging.